Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a final report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/27/2014. Device evaluation: the device has been returned and evaluated by product analysis on 08/15/2014 with the following findings: a reserved sample from the same lot number was tested. A visual inspection of the cartridge was performed with no damage or defects noted. A force test was performed with no issues. A leak test was performed with no failures observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2014, the reporter contacted animas and reported a multiple "loss of prime" issue. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.